Event description:
It was reported that the paddle lead migrated, and the patient was only getting coverage on the right side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility. No device malfunction was suspected.